Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self test and displacement test. No display anomalies including ink blots were noted. The device was received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had partial display screen. The blood glucose was 25 mg/dl at the time of the incident. Troubleshooting steps were guided for partial display screen. The display screen shows the blots. Customer advised to replace and discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.